Event description:
It was reported that the system has multiple images on the monitor. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced a faulty power switch, power cord, and interconnect cable. System operates as intended.